Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported on medwatch report that the plate screw broke off inside the patient's clavicle while the plate being screwed into place. The stem of the screw remains in the patient. A plate was placed over the area with additional screws during the same procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of the supplied photo shows a green screwhead in one of the holes of the plate and the actual threaded portion of the screw cannot be seen. There are 2 pieces of the plate. No further information can be gained from the photo. No product was returned; visual and dimensional evaluations could not be performed. Follow up attempts concerning the plate were performed as it was not reported as part of the event and no further information was supplied. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information.